Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient alleged nasal/throat irritation or soreness. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging nasal/throat irritation or soreness related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. External and internal inspection was completed by the manufacturer. The device was returned to the manufacturer's product investigation laboratory for investigation. Light scuff marks and debris on the exterior of the device, indeterminate contaminant observed on modem, input side of door panel, on top and bottom pieces. Evidence of unknown brown grain like material, inconsistent with foam on top left of plastic component. The manufacturer found light dust-like contamination on top of the blower motor and in blower motor seal. Observed black contamination, consistent with keratin, at the air outlet of the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no visible damage or functionality failures of the device, which confirms source of contamination was external to the device. The manufacturer concludes there was evidence of light scuff marks and debris on the exterior of the device, indeterminate contaminant observed on modem, input side of door panel, on top and bottom pieces. Evidence of unknown brown grain like material, inconsistent with foam on top left of plastic component. The manufacturer found light dust-like contamination on top of the blower motor and in blower motor seal. Observed black contamination, consistent with keratin, at the air outlet of the blower box. Section h9 was missed in the initial report, which was updated in this report.